Manufacturer narrative:
This is a duplicate event and has already been reported under (B)(4).

Event description:
On (B)(6) 2018, a 24 mm amplatzer septal occluder was chosen for implant after the defect was measured at 18.5 mm. The device was implanted, however, after 2 minutes the occluder embolized. The device was removed from the patient and a 28 mm amplatzer septal occluder was implanted. The patient is reported to be stable.